Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 20-apr-2016 - legal claim provided: essure was inserted in late 2013 for permanent sterilization. The procedure failed to implant the coil on the left side, and consumer remained with only one coil in place in her right fallopian tube. Not long after the procedure, the consumer began to experience abdominal and pelvic pains as well as uncontrollable bleeding. The pain and bleeding caused her to make several visits to the emergency room and spend nights as an inpatient as doctors attempt to discover the cause of her pain. On or about (B)(6)-2015, a salpingectomy was performed to remove her right fallopian tube and the remaining essure coil. Since undergoing the procedure, the consumer has been relieved of the constant pelvic pain and uncontrollable bleeding. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had pain in right fallopian tube and severe heavy vaginal bleeding monthly (uncontrollable bleeding) after unilateral essure (fallopian tube occlusion insert) insertion (right side). Her fallopian tube was surgically removed (2 years after device placement) and she became asymptomatic. Additionally, she had a pancreatitis. Only pancreatitis is unlisted according to essure's reference safety information. After essure insertion abnormal genital bleeding, menses pattern changes and abdominal/pelvic pain may occur. In this case, temporal relationship between events and essure insertion is positive, no alternative explanations are available and the events resolved with device removal. Therefore, causality with the suspect insert cannot be excluded. Regarding the remaining event (pancreatitis), given its nature and considering essure local action in fallopian tubes; causality is considered very unlikely. This case was regarded as incident, since device removal was required (salpingectomy performed) based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical events are not indicative of a quality deficit per se. In summary, a relationship between the reported medical events and a quality defect is excluded.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority FDA maude (case# mw5055993) in united states on 22-oct-2015. It refers to herself, who had essure (fallopian tube occlusion insert) inserted. Consumer reported essure was implanted only in right fallopian tube and unable to insert in left tube. Several weeks later an attempt was made to insert into the left tube that was unsuccessful. Immediate pain in right fallopian tube and a series of severe life threatening illnesses to follow resulting in pancreatitis and tube feeding and PICC line feeding for several months. Severe heavy vaginal bleeding monthly requiring the use of 4 pads at a time. Two years after the implants was inserted. She was finally approved for surgical removal of her entire fallopian tube. The pathology report confirmed internal bleeding and inflammation in the fallopian tube from the essure device. She has been asymptomatic since the surgery and have gone off 6 of the 7 medication she was taking daily. The seriousness criteria hospitalization was mentioned in the section event outcome but is was not specified and/or assigned to one of the events. Product technical complaint (ptc) investigation result received on 12-nov-2015: this adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical events are not indicative of a quality deficit per se. In summary, a relationship between the reported medical events and a quality defect is excluded. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had pain in right fallopian tube and severe heavy vaginal bleeding monthly after unilateral essure (fallopian tube occlusion insert) insertion (right side). Her fallopian tube was surgically removed (2 years after device placement) and she became asymptomatic. Additionally, she had a pancreatitis. Only pancreatitis is unlisted according to essure's reference safety information. After essure insertion abnormal genital bleeding, menses pattern changes and abdominal/pelvic pain may occur. In this case, temporal relationship between events and essure insertion is positive, no alternative explanations are available and the events resolved with device removal. Therefore, causality with the suspect insert cannot be excluded. Regarding the remaining event (pancreatitis), given its nature and considering essure local action in fallopian tubes; causality is considered very unlikely. This case was regarded as incident, since device removal was required (salpingectomy performed). Based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical events are not indicative of a quality deficit per se. In summary, a relationship between the reported medical events and a quality defect is excluded. Follow-up information is being sought.

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 12-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical events are not indicative of a quality deficit per se. In summary, a relationship between the reported medical events and a quality defect is excluded. Follow-up received on 13-nov-2015 from consumer: consumer who did not wish to speak and disconnected the call. No further follow-up could be pursued. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had pain in right fallopian tube and severe heavy vaginal bleeding monthly after unilateral essure (fallopian tube occlusion insert) insertion (right side). Her fallopian tube was surgically removed (2 years after device placement) and she became asymptomatic. Additionally, she had a pancreatitis. Only pancreatitis is unlisted according to essure's reference safety information. After essure insertion abnormal genital bleeding, menses pattern changes and abdominal/pelvic pain may occur. In this case, temporal relationship between events and essure insertion is positive, no alternative explanations are available and the events resolved with device removal. Therefore, causality with the suspect insert cannot be excluded. Regarding the remaining event (pancreatitis), given its nature and considering essure local action in fallopian tubes; causality is considered very unlikely. This case was regarded as incident, since device removal was required (salpingectomy performed). Based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical events are not indicative of a quality deficit per se. In summary, a relationship between the reported medical events and a quality defect is excluded. Despite follow-up attempt, no further information was obtained.